Event description:
It was reported that during an extraction procedure, the handpiece overheated, touched the patient's lip, and burned it. The doctor placed sutures on the patient's lip to close the wound, and the procedure is presumed to have been completed successfully with another device. In a follow-up checkup, the facility found that the injury was healing well, and no other treatment was required.

Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the investigation is complete.